Manufacturer narrative:
Investigation summary: it was reported that during an atrial fibrillation (afib) ablation procedure, the hemostaitc valve got detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the orange ring (brim cap) was separated from the valve. The valve did not break into two or more separate pieces. Some blood leakage was observed but it was not excessive. No air entered in the patient¿s body. The sheath was replaced, and the issue resolved. The case continued without further issues. No patient consequences were reported. The device was visually inspected and the brim cap, hemostatic valve and friction ring were found detached. The components could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001113 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostaitc valve got detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the orange ring (brim cap) was separated from the valve. The valve did not break into two or more separate pieces. Some blood leakage was observed but it was not excessive. No air entered in the patient¿s body. The sheath was replaced, and the issue resolved. The case continued without further issues. No patient consequences were reported. The hemostatic valve and the brim cap detachments were both assessed as reportable issues. The biosense webster inc. Product analysis lab received the device for evaluation and on february 11, 2020 it was noted that the device was received in the condition reported as the brim cap, hemostatic valve, and friction ring were detached. Therefore, it remains reportable.